Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection confirmed that the header was completely separated from the device. There were a lot of tool marks on the device and header. The damage observed was confirmed to be induced damage from the explant procedure. Review of stored memory verified that the device experienced three system resets which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing and shock impedances on this right ventricular (rv) lead. The patient reported a month earlier they had a hot sensation in the pocket area. No intervention was performed at that time and the device was programmed to monitor only. Five months later surgical intervention was performed for suspected rv lead fracture. Interrogation found that the device was operating in safety mode. Extensive manual traction was required to explant the device from the sub-muscular pocket. The patient was noted to be quite muscular. During the explant procedure, the device header detached from the can. The device is included in the 2009 subpectoral implant product advisory. The device and lead were explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional clinical observations were reported that there was loss of capture (loc) at maximum outputs.